Event description:
While onsite to perform preventive maintenance on the ventilator, the manufacturer's service technician reported the ventilator restarted during testing. The service technician reported a diagnostic code in the ventilator log history that indicated a prior restart occurrence. The customer did not report the prior restart occurrence during any previous usage. There was no patient harm reported. The service technician replaced the power switch to address the finding. Extended self testing and performance verification testing was completed and passed per operating specifications.